Event description:
Foley catheter inserted prior to surgery for hysterectomy without difficulty. Unable to withdraw saline from balloon at time of catheter withdrawal on 06/09/2000 at 0800. Catheter cut in half to drain saline from balloon and catheter withdrawn. Upon removal noted balloon had not deflated completely.